Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (lot number) was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the lot number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent retinal photocoagulation (including panretinal and invitreal endophotocoagulation) using an ophthalmic laser probe for the treatment of proliferative retinopathy, including diabetic retinopathy. The patient experienced a loss of visual field two months after the procedure. The patient recovered, but the condition persisted. No further follow-up will be conducted.